Event description:
The driver of this suturing device detached outside the pt during preparation for a therapeutic repair procedure. Another device was used to successfully complete the procedure. There were no pt complications involved.